Event description:
When the phlebotomist went to remove the blood culture bottle from the device, the plastic needle sheath came off and stayed in the bottle, allowing blood to flow freely from the device. The phlebotomist had to physically remove the sheath from the blood culture bottle contaminating the blood culture.